Manufacturer narrative:
Concomitant medical products: product ID: 399930: lot# v008985, implanted: 2006, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742. Serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient did not have therapy on her left side when she met with the reporter on the day of the report. This was resolved by reprogramming around electrodes 1 and 2. The impedances were run at 0.7v and electrode #1 was read as >10,000 ohms. The impedances were run again at 3.0v and electrode #1 showed over 4000 ohms for all reference electrodes. When reference electrode #1 was selected, all contacts in combination with it were in the 4000 ohms - 5000 ohms range. It was stated the reporter reprogrammed around the #1 and #2 contacts because he was concerned #2 electrode might be involved in the problem, as well.